Manufacturer narrative:
D10: concomitants: (B)(6), 234-02-04 - optetrak asy,ps cemented femoral, sz 4, (B)(6), 204-04-44 - trapezoid tibial tray sz 4f/4t.

Event description:
It was reported that a 69 yo female patient, initial left knee implanted in (B)(6) 2012, underwent a revision procedure in (B)(6) 2024, approximately 12 years 5 months post the initial procedure. The patient was revised due to poly wear and massive osteolysis. Everything was removed and exchanged to a competitor¿s knee. There were no device breakages or surgical delays during the procedure. The patient was last known to be in stable condition following the event. No x-rays were able to be obtained. The explanted devices are not available for analysis as they were discarded by the customer. Device images were provided. No further information.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: g1 - contact email, g3, g6, h1/h2, h3, and h6 - component code, type of investigation, and investigation findings and conclusion. The revision reported was likely the result of prothesis wear which may have been due to orientation of the components, instability, patient related factors, and/or from over 12 years of use. However, this cannot be confirmed because the components were not returned for evaluation, and no radiographs or relevant clinical factors were provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The product associated with the reported event is within the scope of recall z-0019-2022; however, there is insufficient information to evaluate whether the subject issue of the recall was a cause or contributor to the reported event. Multiple MDR reports were filed for this event, please see associated reports: 1038671-2024-02549. The revision reported was likely the result of prothesis wear which may have been due to orientation of the components, instability, patient related factors, and/or from over 12 years of use. However, this cannot be confirmed because the components were not returned for evaluation, and no radiographs or relevant clinical factors were provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.